Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged connector on the lcd interface board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.